Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was dropping clips. The clips were removed from the pt. There was no pt consequence.

Manufacturer narrative:
Tracking # 46789. Sent 12/07/1998. D5,6; h4: information not available, device not returned for analysis.